Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. Customer returned (1) pusine1 broken and 1 unopened inside package. Visual testing of instruments performed using microscope. No manufacturing defects or markings were noted on instruments. Complaint indicates tip broke on first use but does not indicate what speed they were using when the tip broke. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. Based upon the information received and condition of the instrument returned, determination if fault was with the customer can not be determined.

Event description:
In this event, it was reported that a proultra sine tip #1 broke during use; no injury resulted.